Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow during a case. The unit was switched to pressure mode and case resumed. There was no patient injury.

Manufacturer narrative:
Correction: b5 was updated because additional information was received that the original complaint information would not have let to insufficient oxygen or fresh gas flow. Rather, the issue would have resulted in loss of mechanical ventilation. Correction: block h6 problem code updated based on additional information. Block a: customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. .

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.